Event description:
It was reported that while performing an extraction of the crystalline lens, the luer lock of the healon endocoat suddenly detached from the syringe barrel. The capsule ruptured (the cannula pierced the eye provoking rupture of the capsule) the patient will undergo a reoperation. Patient has hypertonia of the eye and possible loss of the eye. The device will not be returned for inspection.

Manufacturer narrative:
(B)(6). (B)(4). Hypertonia of the eye, possible loss of the eye. A review of the manufacturing records at final product testing requires the connection of the cannula to the syringe and use of the cannula guard for expelling product used in testing activities. Record review determined there were no deviations or comments regarding cannula attachment which indicated the cannula could be properly attached to the syringe. The record review determined components were as intended when evaluated during routine receiving inspection. All pertinent information available to abbott medical optics has been submitted.